Event description:
It was reported that a patient experienced placement difficulty and poor correction effect with the lead 3830 during an attempt to implant left bundle branch pacing (lbbp). Due to the poor correction effect, the lbbp was abandoned, and a left ventricular lead was successfully implanted instead. Left ventricular venography was performed through the left ventricular sheath, revealing a thick target vessel, leading to the selection of lead 4296 for implantation. The test parameters were satisfactory, with no diaphragmatic pacing observed. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.